Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in lower back kidney area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), chest pain ("chest pain"), chest discomfort ("tightness in chest"), feeling of body temperature change ("icy hot feeling when trying to cath my breath"), diarrhoea ("diarrhea"), arthralgia ("pain in ankles"), pain in extremity ("pain in legs") and metal poisoning ("heavy metal detox smoothie"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, chest pain, chest discomfort, feeling of body temperature change, diarrhoea, arthralgia, pain in extremity and metal poisoning outcome was unknown. The reporter considered arthralgia, back pain, chest discomfort, chest pain, diarrhoea, feeling of body temperature change, metal poisoning and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: chest pain, chest discomfort, feeling of body temperature change, back pain, diarrhoea, arthralgia, pain in extremity and metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Essure removal done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.